Event description:
On 18-feb-2022, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant ionized calcium results of 2.14 on a patient. There was no additional patient information. Return product is available for investigation. Method, date, tested, result, sample; I-stat, (B)(6) 2022, 09:27, 2.14 mmol/l, a; I-stat, (B)(6) 2022, 09:33, 1.44 mmol/l, b. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 03-may-2022. Through investigation of a previous customer complaint (incident: 877194), a deficiency for elevated rate of unexpected (high) ica results when testing with cartridges from cg8+ lot w21198 was identified. This issue was addressed under quality records (qrs) 775835 and 796335.